Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed january 19, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to reasons not reported; the patient was reimplanted with a new device.